Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were noted on the lead. No intervention was performed, as the noise did not result in oversensing and was expected to be due to an external factor. The patient is stable with no consequences.